Event description:
The manufacturer received an allegation that when downloading the data, usage is showing as 24 hours of usage when patient only uses device 14-16 hours between the 2 devices they have. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacture.